Event description:
The customer reported that she received no delivery alarms on the insulin pump. The customer stated the alarm was resolved by reservoir and infusion set change. The customer's blood glucose was 407 mg/dl. She declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.